Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The patient reports a history of eczema and wearing the lifevest irritates the skin. The patient's doctor prescribed betamethasone lotion for eczema which the patient began using for the skin irritation. Follow up was completed and the patient's skin irritation had improved.